Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment of a software error, errors noted in the logs. It was determined during analysis that the stylus tip position and touch screen required calibration. The software was reconfigured. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer returned into service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.